Event description:
It was reported that a post operative chest x-ray showed that the right ventricular lead had pulled back from the apex. The sensing values on the lead were also low. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. Concomitant product: 4076-52 implantable pacing lead, (B)(6) 2013. (B)(4).